Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a representative (rep) regarding a generator and handpieces. It was reported that during a procedure, the site heard a loud spark and was unsure if it came from the handpieces attached or the generator. They were using a plasma blade and an aquamantys. They continued using the same plasmablade, but switched to another aquamantys handpiece with no known issues after that. There was no reported delay and no impact to the patient outcome. Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that they did not have the patient's weight. It was noted the information was confirmed with the account/physician.